Event description:
Rn called to say there had been 2 possible dialyzer reactions with f8 dialyzer. Regarding the 1st incident pt "felt bad" and was hypotensive after 10 minutes into treatment. This episode was corrected by lowering the bfr and dfr and administering IV fluids. The second episode occurred 11 minutes into treatment in spite of benadryl pre-treatment. IV fluids were administered and the pt taken off dialysis and treatment was re-initiated with another dialyzer.